Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an additional o-ring on the pneumatic tap. The customer loaded a new cartridge to address the event. Customer's blood glucose level was 128 mg/dl.